Event description:
It was reported that the cq2015a 20.0 diopter three piece collamer lens was chosen by the surgeon following a vitrectomy. The doctor freehand folded the lens with folding forceps. After the lens was inserted in the capsule, it was discovered that the rear haptic had separated from the lens. Additional information has been requested but not yet received. If any additional information is obtained, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Incision enlargement. No lens in unit carton. The iol return form provided indicated a 3.0 keratome was used to enlarge incision. Method - medical review. Results: review of this file indicates that a capsule tear was present prior to insertion of this lens, and a vitrectomy was performed due to the capsule tear. This lens was then folded and implanted however upon implantation, it was noted that the haptic had torn. The lens was cut out with no other adverse events. The capsule tear and vitrectomy are pre-existing and was not caused nor contributed by the device. (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Claim # (B)(4).